Manufacturer narrative:
Motor error alarm occurred during rewind due to corroded motor home switch. No moisture on electronic assembly was noted. The insulin pump was received with a cracked lcd window, cracked case near lcd window corner, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and a stained end cap sticker. Please see related medwatch report 3004209178-2014-88202.

Event description:
It was reported that the customer received a motor error on the insulin pump during priming. Customer's blood glucose was 304 mg/dl. It was not possible to rewind the pump. Insulin was also found in the reservoir compartment. Nothing further reported.